Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer has not made avialable the suspect device/component for an analysis. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved ventilator inoperative condition, transducer fault and motor fault alarm on this ventilator device. The customer determined the device symptoms were associated with a faulty main printed circuit board (pcb) and a replacement was ordered. The customer stated no patient issue was associated with this event.